Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the biosense webster inc, (bwi) product analysis lab observed a reddish material and a hole on the pebax. Initially, it was reported that the carto 3 system displayed a force sensor error (error code unknown) when the thermocool® smart touch® sf bi-directional navigation catheter was plugged into the piu. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. No adverse patient consequences were reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that there was a reddish material and a hole on the pebax. This finding was assessed as MDR reportable. The awareness date for this reportable lab finding is 22-oct-2021.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 08-oct-2021. The device evaluation was completed on 22-oct-2021. The catheter was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and spi screening test of the returned catheter. Visual analysis of the returned catheter revealed reddish material inside and a hole on the pebax of the stsf catheter. Then, magnetic sensor functionality was tested on the carto and the catheter was properly visualized and no errors were observed. Then, force could not be performed due to temperature failed. A failure analysis was performed, and it was found that there is a loss of electrical resistance from the cut to the pins creating the temperature issue. The event described force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. A manufacturing record evaluation was performed for the finished device 30567924l number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. To minimize force issues, the following guidelines should be followed. In order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿3 system, prior to use of the force feedback feature. (B)(4) were selected as related to the loss of electrical resistance from the cut to the pins if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).